Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had displayed a windows blue recovery screen, which had persisted even after multiple reboots by the customer. This indicated a corrupted or damaged system image or a boot failure on the ssd. A field service engineer re-imaged the ssd and set up the system according to the relevant knowledge article, successfully restoring normal functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was on a blue screen and offline in remote smart service. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.